Event description:
During the process of a post-implant follow up call with the pt, the MFR's representative learned that the pt is experiencing the following problems: edema in their throat, enlarged veins in their chest area, discomfort in their arm including numbness and tingling, tightness in their chest, and device migration. Further info revealed that during the pt's follow-up visit with their physician, they complained of breakthrough seizures, bowel incontinence, trouble breathing and rash. The pt reported that they were coughing up "yellowish/blood tinged matter." During subsequent follow-up visits, the pt complained of headaches, ringing in their ears and chronic pain. On the office visit in 2002, the pt indicated that the vns is working well.